Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. No single use loading unit (sulu) was received. A test sulu was loaded into the returned instrument for functional testing and instrument were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open pancreatojejunostomy, while resecting the jejunum, the handle broke. There was also poor staple formation and blood oozed from the staple line. The staple line was over-sewn.